Event description:
Revision surgery due to infection.

Manufacturer narrative:
The agent reported, patients knee was revised less than a month ago and is now infected. Female 65. Complaint has been evaluated and is similar to report number 1644408-2025-00823; 348-16-705, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.